Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values two days after the sensor was inserted in the abdomen. The patient was watching television when he experienced weakness and diaphoresis. The cgm reading was 90 mg/dl and the bg was 23 mg/dl. The patient called an ambulance and was treated by emergency medical service with IV sugar water and 40 mg chewable glucose. The patient was transported to the hospital and admitted for two days. There was no documentation of further medical evaluation or intervention for hypoglycemia. The patient was treated with his maintenance medications. At the time of the report, the patient had recovered and is okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.